Manufacturer narrative:
Device evaluated by manufacturer: a partial stent delivery system (sds) was returned for analysis and the following attributes were examined: proximal shaft: part of proximal shaft was returned for analysis. No manifold was returned with the device. Stent profile: examination of the crimped stent via scope found that the stent was detached from the device and severely damaged. Due to the detach and damage stent od was not captured. A review of the manufacturing stent profile data was performed and the maximum stent od at the time of manufacture was within max crimped stent profile measurement specification. Balloon profile: the balloon cones were reviewed, and positive pressure were noted as its folds were opened with crimp markings visible on the exposed balloon profile. Tip profile: a visual and microscopic examination of the bumper tip showed a damaged tip. Hypotube profile: a visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft, more specifically a midshaft kink located approximately 35cm proximal to the distal tip. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the device could not cross the lesion. The target lesion was located in a severely calcified and severely stenosed right coronary artery. A promus premier balloon expandable stent was advanced and could not cross lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, device analysis revealed a partial stent detachment.